Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Was charging my toothbrush and it has nearly set my house on fire the bottom of is has all melted - oral-b [device physical property issue] case narrative: consumer via e-mail reported that they were charging their oral-b toothbrush and it nearly set their house on fire as the bottom of it had all melted. No injury was reported.